Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: fan switches to ambient mode with the tf485001, tf444001, tf446029, tf785003 no patient harm.